Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a tear in the outer jacket of their driveline. The outer casing was damaged and cracked. The inner plastic casing appeared to be intact. A review of the log file found no evidence of driveline issues. The modular cable was replaced.

Manufacturer narrative:
The reported damage to the external portion of the patient¿s driveline could not be confirmed through this evaluation as no photos were submitted and the product was not returned for evaluation. The submitted log file the pump appeared functioning as intended. No notable events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook, rev. D, contains care information regarding on how to care for the driveline. The relevant sections of the device history records for vad-18620 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Rescue tape was applied. There were no alarms noted in the device history. No equipment was exchanged. There was no modular cable involved in this event.